Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: presentation and management of symptomatic central bone cement embolization ahmed samir barakat, tamer owais, mohamed alhashash, mootaz shousha, hesham el saghir, bernward lauer, heinrich boehm. Received: 8 april 2017 / accepted: 11 august 2017 springer-verlag gmbh germany 2017. N=9: cement embolism.